Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was verified that user required additional training. A technical support specialist guided user to follow steps for assigning a unit to an area. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system patient was not showing up. Customer stated that malfunction occured when the user was trying to issue a med to a patient and they were able to provide med manually. There were no adverse events or injuries reported based on this incident.